Event description:
It was reported that the patient's right ventricular (rv) lead had unstable thresholds and noise. Additionally, the right atrial (ra) lead had high thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.